Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that an unknown bd needle had leakage. Verbatim: complaint via email. Email(s) attached syringe connected to hub of needle, medication coming out of luer lock while connected to hub.¿ customer was unable to provide any information regarding the needle that they were using with the syringe when the reported issue occurred. (B)(6) 2026: please see below for my answers in red. Please see below for a more detailed description of the reported event: ¿as the physician was pushing the syringe plunger (syringe was attached to the needled in the pateint¿s back) the liquid was coming out the bottom of the syringe where it was connected to the needle hub.¿ any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Information not provided by the customer. Can you please provide an exact date of event in format dd-mmm-yyyy? Event occurred (B)(6) 2026.